Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st patch on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st. Per op notes, ¿umbilical hernia sac was dissected free. A medium round ventralex st mesh was placed in the preperitoneal space and secured using sutures.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent umbilical hernia thereby underwent robotic repair with the implant of synthetic mesh. Per op notes, ¿hernia defect was identified. Previous mesh folded superiorly was unfolded and the synthetic mesh was placed over the defect and tacked circumferentially using sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2017) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d3 (manufacturer), d4 (product catalog no., corporate lot no., expiry date, UDI no), g1, g3, g6, h2, h4, h6, h10. H11. Corrected field: d.6a(date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.